Event description:
Device 2 of 2, reference MFR report# 1627487-2018-03632.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report# 1627487-2018-03632. It was reported that patient underwent a surgical procedure on (B)(6) 2018 for a scs lead revision. Diagnostic testing revealed high impedance on model 3166 lead pre-operatively and intraoperatively. As a result, patient¿s lead was explanted and replaced with a new model. Reportedly, issue has been resolved. Note: both 3166 are being reported on since it is unknown which one was explanted.